Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that revised a pca cup due to loosening and patient was in pain.

Event description:
It was reported that revised a pca cup due to loosening and patient was in pain.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received to confirm the reported event. If the reported devices, x-rays, medical records, and operative reports were made available, they could help in determining the root cause of the reported event.